Event description:
It was reported that the pt has hearing problems with her cochlear implant device. A capacitor test (CT) was performed and some electrodes are outside of the cochlea. Revision surgery will be scheduled.